Event description:
Customer reports one incident of a blood leak on use 20 in the middle of pt treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss 250 cc's. Treatment was continued with new disposables. Pt received a blood transfusion at the center due to blood loss.